Event description:
It was reported that the patient underwent primary hip surgery on (B)(6) 2010. Subsequently, revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. The hospital also reported a small pseudotumor was present. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is 1 of 2 reports being submitted for the same event. Also see: 3002806535-2014-00249.